Event description:
On (B)(6) 2018, the lay-user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter read inaccurately low compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to reached by phone for additional information. It was not reported when the alleged meter inaccuracy began. The patient reported obtaining inaccurate low blood glucose results with the subject meter compared to their feelings and/or normal readings however the exact results were not provided. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient informed the csr that they manage their diabetes with a fixed dose of insulin and denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported that 1-2 weeks after the alleged issue started, they developed symptoms of ¿stomach problem and diarrhea¿. At an unspecified time on (B)(6) 2018, the patient claimed they attended the emergency room (ER) as a result of the alleged issue where there were treated with IV fluids. The patient claimed their blood glucose was measured at ¿90-70 mg/dl¿ on the ER device at an unspecified time on (B)(6) 2018. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for a possible acute high blood glucose excursion after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.